Event description:
A complaint was received from the customer that reported only the top half of the display is showing. A request was made to return the system for evaluation. Several attempts were made to have the system returned. Finally after several phone calls the system was returned for evaluation. During this period a replacement unit was provided.